Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a 35 year old male patient receiving intrathecal hydromorphone 10mg/ml at 2.5mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient's pump pocket had never healed well (implant was (B)(6) 2014), as there was persistent redness, soreness, and pain at the site . The patient stated that he did not have fever, and he had good therapy and pain control from the pump. The hcp stated that the site was not infected, but he treated patient with antibiotics anyway. However, the redness and soreness persisted. There are no reported issues with the pump. Several months ago the hcp took the patient to surgery and explored the pocket, where they just aspirated some fluid from the pocket. It was stated that there was no problem with the pocket and no sign of infection at the time. A catheter and pocket revision was performed on (B)(6) 2015, where the pump segment of the 8780 catheter was explanted due to chronic redness and soreness at the pump pocket site. The pump was moved from the right side of the abdomen to the left side. The issue was noted as resolved. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.